Event description:
It was reported that the device is alarming error 1260 during test. No patient injury was reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Unable to download event history log. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replace circuit board.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in damage condition with damaged front and rear housing and no display. Event history log review was performed and found no evidence of reported problem. The customer's reported problem could not be duplicated. During investigation the device was started in application, and no problems found with double beeping. However, the downstream sensor will be replaced as a preventive measure. Service's will also replace the pump damaged front and rear housing (lcd included). No fault found during investigation.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "no display/double beep no cassette" alarm. It was reported that there was no patient involvement.